Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to not power on. The power inlet module fuse holder was deformed and had signs of smoke residue. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit would not power on. There was no patient involvement with no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the power inlet module fuse holder had signs of smoke residue. No adverse events were reported as a result of this malfunction.